Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed, through the history log, but did not reproduce the "upstream occlusions" alarms. The device was found out of specification. The ultrasonic readings were low which could cause false occlusion alarms. The ultrasonic sensor was replaced.

Event description:
It was reported that a spectrum pump alarmed for "multiple upstream occlusions". It was also reported that there was no pt involvement.